Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event,

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to difficulties charging. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained due to center policy and will not be returned for analysis. Postoperatively, the patient was doing well and reported receiving good coverage.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping and there were no manufacturing deviations noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to difficulties charging. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained due to center policy and will not be returned for analysis. Postoperatively, the patient was doing well and reported receiving good coverage.